Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. The patient reported that her ns was removed because she got an infection. No further complications were reported.